Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1006485 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The current overall incident rate for false negative patient results and false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed are (B)(4), respectively. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. The investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported positive results on a direct tested kitted swab with the ID now covid-19 assay performed (B)(6) 2020 at 1233. The kitted swab was used to collect sample from both nostrils. The patient was stressed by the test results and had additional testing performed on (B)(6) 2020 at a different laboratory with an unspecified covid-19 ag test with negative results. Repeat testing on (B)(6) 2020 on a new sample with the ID now covid-19 assay generated negative results. Confirmation testing was not performed. The customer confirmed there was no death or serious injury based on ID now covid-19 result. The patient was tested for covid-19 for travel and was not symptomatic at the time of testing. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
The manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1006485 and test base part number 190-430 / lot 1006485 were reviewed. This lot met the required release specifications. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.